Manufacturer narrative:
Additional information: the received information from the field, points towards a technical implant failure. However, to determine an exact root cause, device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user underwent an unrelated eye surgery to unblock a clogged tear duct (unknown side) in (B)(6) 2023 and has not had benefit with the device since then. The audiologist fitted the user with a replacement audio processor (ap) but she still did not respond when the device was stimulated directly.

Event description:
The user underwent an unrelated eye surgery in november 2023 and has not had benefit with the device since then.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient no longer had benefit with the device after a device unrelated eye surgery. Device investigation revealed a fatigue breakage of the bifilar wire, which can very likely be caused by uncommon chronic micromovement or mechanic strain along the bifilar wire in implanted state over the years. Due to the fact that no intermittencies and a fully working device prior to the unrelated eye surgery is reported a mechanical impact during this surgery has likely caused the final breakage. Other mechanical damages found during investigation are attributable to the removal surgery. Further, it was reported that the user's hearing loss progressed. The user has been re-implanted with a cochlear implant. This is a final report.

Event description:
The user underwent an unrelated eye surgery to unblock a clogged tear duct (unknown side) in (B)(6) 2023 and has not had benefit with the device since then. The audiologist fitted the user with a replacement audio processor (ap) but she still did not respond when the device was stimulated directly. The user has been re-implanted with a cochlear implant. According to the device explant report form the user had a progression of hearing loss.